Event description:
An infection at the location of the catheter site occurred. Exudate from the catheter site, in addition to swelling and redness were present. The pt was hospitalized and the condition was noted as severe/life threatening. The catheter wound was drained, and lab test results (test taken on (B)(6) 2010) indicated a proteus mirabilis and/with (B)(6) infection. In addition, the lab results revealed that the pt also had a urinary tract infection. Antibiotics were administered following the lab test results. The catheter was explanted, and the pt was noted to have recovered without sequelae on (B)(6) 2006. Morphine sulfate (10 mg) at 0.5 mg/day was administered by the pump.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).